Manufacturer narrative:
The failure for heat was confirmed by the technician. Through disassembly and visual inspection, it was determined that the device failed due to corrosion of the components including the housing. The device was placed in parts retention.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is getting warm. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the device is getting warm. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.